Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient frequently fell, resulting in disc compressions. These compressions caused the device to push on one of the patient¿s ribs, causing pain. Nevro attempted to obtain additional information regarding the nature of the falls, but none was available. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
This report is to update.

Event description:
Follow up indicated that the falls were not related to the device.